Manufacturer narrative:
There was no device available for analysis; however, the customer provided an image which showed that the fiber body was separated from the connector. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions, the IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a patient underwent a flexible ureteroscopy (furs) procedure to lase a staghorn stone. The physician started lasing when there was a popping noise heard, and the fiber was not getting power. The fiber was disconnected and reconnected and after this, the surgeon tried to start lasing again, but the fiber detached from the connector. As a result, the fiber was replaced, and the procedure was completed without patient complications.

Event description:
It was reported that a patient underwent a flexible ureteroscopy (furs) procedure to lase a staghorn stone. The physician started lasing when there was a popping noise heard, and the fiber was not getting power. The fiber was disconnected and reconnected and after this, the surgeon tried to start lasing again, but the fiber detached from the connector. As a result, the fiber was replaced, and the procedure was completed without patient complications.